Event description:
The international customer reported the unit alarmed and there was no airflow during use in normal ventilation mode. The customer reported the device was in use on a patient and there was no patient harm. Device evaluation and service completion is pending.

Manufacturer narrative:
Device evaluation and service pending.

Event description:
The manufacturers service technician was unable to duplicate the reported problem. Device evaluation and testing found no fault as reported. Applicable testing was performed per operating specifications.